Event description:
The physician called to report treating a patient with cosmoplast to the oral commissures and now the patient has presented with swelling of the cheeks. No treatment has been prescribed. Follow-up findings: the physician prescribed oral antibiotics to treat the edema. The patient's edema has since resolved.

Manufacturer narrative:
Device evaluaton summary: quality assurance has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.